Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient had a red bumpy rash on the body where the sensor patch is. Patient claimed that the sensor left a red mark on her body in the shape of the patch and a spot where the needle goes in. Patient did not seek any specific medical intervention. At the time of the call the patient reports feeling good.